Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 400 mg/dl. Prior to the event, the customer experienced shortness of breath, nausea, pain and large ketones. The customer declined troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.